Event description:
The manufacturer was notified of a serious adverse event involving a liva nova device. A patient with a perceval sutureless aortic heart valve was reported to have post-operative valve thrombosis. The patient developed a clot which lodged in the optical vessel resulting in tia blindness. No further information was received. Additional information from the site indicated the original implant was performed on (B)(6) 2019. The device in question is a perceval pvs23, icv1209. The patient medical history included raised cholesterol, hypertension and suspected pulmonary sarcoidosis. The implant site and contact is san clinic 185 fox valley rd wahroonga nsw, dr. Emily granger

Manufacturer narrative:
The manufacturer received additional information.

Manufacturer narrative:
No indication of explant.

Event description:
The manufacturer was notified of a serious adverse event involving a liva nova device. A patient with a perceval sutureless aortic heart valve was reported to have post-operative valve thrombosis. The patient developed a clot which lodged in the optical vessel resulting in tia blindness. No further information was received.